Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in history file. The motor was tested outside the device and passed; motor may have had an intermittent failure that was not detected during testing and unable to perform occlusion test due to motor error alarms. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 60 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.